Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the screw broke mid-shaft while the surgeon was implanting the screw. The broken piece was left in the patient and a shorter screw was used to achieve proper fixation. The surgeon spent 30 minutes trying to remove the broken piece with a screw removal tray that had to be opened to the field.